Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels. The customer states they have been experiencing high and low blood glucose. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 40 mg/dl at the time of the event. The customer had high blood glucose of 300 mg/dl, 350 mg/dl. The customer was assisted with troubleshooting and the pump passed the displacement test. There was no indication that the insulin pump over delivered insulin. The products will not be returned for analysis.